Event description:
During product evaluation, failure code 570:320:831:0000 was found to the pump's event history. It is unk when this failure code occurred or if there was any pt injury or med intervention necessary.